Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing is in progress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, the subject device was not working. There was no output from the device and the error and check probe indicators were illuminated when the buttons were pressed. The planned procedure was completed with another similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction: the initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4). Corrected g2 to check "other" to add the country, thailand. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device evaluation found the transducer appears to have no physical damage except for some cosmetic wear and scratches on the housing. During testing, it was observed that the generator transducer receptacle light changed from blinking to solid when the transducer was plugged in. The "s" and "h" buttons of the transducer were able to activate the "standard power" and "high power" lights on the generator, respectively. However, it was observed that both the "h" and "s" switches failed to latch ultrasonic output, and no output was produced. Based on the inspection findings, the reported issue that the device was not working has been confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The manufacturing date for the subject device is october 2019. Based on the results of the investigation, the specific root cause could not be determined. However, with repeated cleaning and sterilization cycles, water ingress over time may occur, and the internal wire may become disconnected or damaged due to mechanical vibration of the probe. These factors could have potentially contributed to the reported failure. The following information is stated in the instructions for use (IFU): "perform the prescribed inspections prior to first use and regularly thereafter to ensure continued satisfactory performance. A back-up transducer and probe should be sterilized and available prior to beginning a procedure. Olympus recommends that the generator and transducer are returned every 24 months for a calibration and safety inspection." Olympus will continue to monitor field performance for this device.